Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0207258569, product type: lead. Product ID: 3550-05, product type: accessory. Product ID: 355018, lot# w60091, product type accessory. (B)(4).

Event description:
It was reported that the patient was getting a stage 2 implant (implanting implantable neurostimulator (ins) after a permanent lead trial, stage 1) and the doctor ¿battled¿ to remove the lead from the connector block, which connected the temporary extension and the lead. After examination, the lead tip (proximal) to be ¿slightly bent.¿ the doctor then tried to insert the lead into the ins header block, but could not fully insert the lead. The doctor then tried to remove the lead from the header block to try re-inserting the lead, but was unable to. The lead seemed to be stuck and would not advance in or out. Upon trying to pull the lead out, the plastic sheath broke and the lead was no longer intact. The decision was made to implant a new lead. When the new lead was connected to the ins, the impedances were tested and there were ¿quite a few¿ high impedances. The doctor tried cleaning the lead and reconnecting several times without resolution. The doctor then requested a new ins. The patient was currently receiving therapy and no harm was incurred.

Manufacturer narrative:
Analysis of the device, model# 3058, sn (B)(4), found no anomaly. The ins is functionally okay. No issues were observed when testing the ins lead impedance function. The insertion and withdrawal force of a lead in the connector port was within specification. The lead being used in the field while having difficulty inserting into this ins was not returned.